Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, priming and excessive no delivery from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she received a no delivery during fill tubing because the reservoir was empty. The customer changed the infusion set since it gave her trouble. The customer got to 5.9 units of tubing. The customer stated that the cannula is bent and blood came out of the body. The customer was assisted in performing 5.0 unit fixed prime. The customer stated that insulin did exit. The customer declined to troubleshoot for high readings.